Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultra test strips had a peeling issue. The complaint was classified, based on the conversation the customer care advocate (cca) had with the pt. The pt tests her blood glucose 2 to 3 times a day. She manages her diabetes via oral diabetic pills. The pt indicated that the reported issue began about one week prior to contacting the lifescan. During that time, she noted that the alleged test strips were peeling off while inserting in the meter. The pt also stated that she obtained an error message on her meter and, then the meter would not turn on after applying the blood. As a result of the reported issue, the pt reportedly increased the oral diabetic pills from 2 tabs to 5 tabs. After the reported issue, the day before contacting lifescan, the pt reportedly experienced symptoms of "flushing and sweating." The pt did not receive any medical attention. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported since the pt reportedly experienced symptoms that could be suggestive of hypoglycemia after the reported issue began. The alleged test strip issue was unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.